Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, and the subsequent transition to hemodialysis (hd) for renal replacement therapy (rrt). Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to the use of any fresenius device(s) and/or product(s), as causality was attributed to a touch contamination event, due to poor aseptic technique during initiation and/or termination of treatment. The patients peritoneal dialysis (pd) catheter (not a fresenius product) removal and transition to hd were byproducts of the (B)(6) infection. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination event. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and is being treated with antibiotics. Upon follow-up, the patients peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain. A peritoneal effluent fluid culture and cell count were obtained, and the cell count revealed a significantly elevated white blood cell (wbc) count (result not provided). The patient was given an intraperitoneal (ip) dose of vancomycin 1500 mg in the ER and was admitted for peritonitis. The patient continued to undergo continuous cycling peritoneal dialysis (ccpd) while hospitalized. The pdrn attributed causality to a touch contamination event which occurred during initiation or discontinuing of ccpd therapy. The patients peritoneal effluent fluid culture returned (B)(6) for (B)(6), and the patients antibiotic was charged to ip cefepime daily (dose, duration not provided). The nephrologist sent the patient to the access clinic for evaluation, where the decision was made to remove the patients pd catheter (not a fresenius product), due to the severity of the infection. Later that afternoon, the patient underwent outpatient surgery for the removal of the pd catheter and the placement of a temporary hemodialysis (hd) catheter. The patient transitioned to hd for renal replacement therapy (rrt) to allow time for the patients abdomen to heal from surgery and the infection. The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s).